Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain in left knee [arthralgia]. Required the use of a cane [mobility decreased]. Stiffness in left knee [joint stiffness]. Case description: a spontaneous report was received on 30-jun-2010 from a (B)(6) female patient with a history of osteoarthritis of the left knee, (B)(6), who experienced pain and stiffness in the left knee and had to use a cane for two days after receiving synvisc-one. On 30-jun-2010, initial information was received from the patient. The patient reported that she had a history of osteoarthritis of the left knee. She also reported that she has received synvisc-one in the past in (B)(6) 2009 and approximately (B)(6) prior to this report. In the current series, the patient received synvisc-one in the left knee on (B)(6) 2010. According to the patient, she started to experience pain and stiffness in the left knee immediately after receiving the synvisc-one injection. The patient required the use of a cane the first two days after synvisc-one injection. The patient at that point reported that her left knee was gradually improving and she would follow-up with the hcp the following day. On 01-sep-2010, additional information was received from the patient's hcp. The hcp provided the patients' medical history. The patient has a history of severe osteoarthritis for the past five years, prior joint narrowing, and osteophytes. The patient has been treated in the past with nsaids, steroids, and viscosupplementation (synvisc-one on (B)(6) 2009). In the current series, the patient received synvisc-one on (B)(6) 2010 in the left knee. The hcp confirmed the event of "pain in the left knee." The start date for this event was (B)(6) 2010. The patient was treated with a cortisone injection, nsaids and physical therapy. The concomitant medications the patient was on were advil, mobic, and voltarene. In the opinion of the hcp, the event of pain in left knee was moderate in intensity and possibly related to the use of synvisc-one. According to the hcp, at the time of this report, the patient had "not yet recovered" from the event of pain.